Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and heart attack on (B)(6) 2017 with blood glucose was unknown at the time od hospitalization. The current blood glucose is 100 mg/dl and at the time of incident was 700 mg/dl. The insulin pump will not be returned for analysis.